Manufacturer narrative:
A philips remote service engineer reviewed the clinical audit trail on the patient information center ix (pic ix) application. The logs displayed non-sustained vt generated at 9:57:15 on 1/26/2024. Desat 81 <90 generated at 9:59:12. The alarms were acknowledged at the pic ix at 10:01:53. The desat value dropped to 71 before the alarm ended at 10:03:29. Alarms are acknowledged by selecting the acknowledged/silence key, which switches off the audible alarm indicators and alarm lamps. If the condition that triggered the alarm is still present after the alarm has been acknowledged, the alarm message stays on the screen with a crossed out bell and a check mark symbol. If the alarm condition is no longer present, all alarm indicators stop, and the alarm is reset. The audit log indicates that alarm sounds were played. A review of the configuration file indicated that the alarm volume on the bedside monitor is defaulted to 3. There is no evidence of the alarm volume at the time of the event nor if the alarms were loud enough for the clinical environment at the central station or the bedside monitor. A follow up with the biomed was also done. The biomed checked the monitor's spo2 performance and was not able to reproduce the reported behavior. The monitor is working as expected. The customer requested an on-site field service engineer (fse). The fse performed a function test with a ossim ox-1 simulator ID 108722 sn (B)(6), but could not duplicate the customer issue. Philips was unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
The customer reported that on (B)(6) 2024 at 10:03am, the patient in bed shi 219 had a spo2 desat alarm event but the monitor did not generate an audible or visual alarm. The device was in use on a patient at the time of the event. There was no adverse event reported.